Event description:
It was initially reported by the nurse that the pt was in her office as he could not feel the magnet stimulation. Nurse performed system diagnostics and she got a high impedance warning. Normal mode diagnostics showed everything working within normal limits. X-rays were taken and sent to MFR for review. There was a clear lead discontinuity observed in one of the coil following the anchor tether after the first tie-down. Follow up with the nurse revealed that the pt is not having an increase in seizures which is unusual for him. Pt's last acceptable diagnostics were obtained on (B)(6) 2009. No pt manipulation or trauma was reported. Pt's increase in seizures was not above pre-vns baseline as per the nurse. Pt underwent a full revision surgery. Good faith attempts to obtain explanted products for analysis has been unsuccessful till date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to death or serious injury.